Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at approximately 10-11pm at night when she allegedly obtained a blood glucose result of 3.9mmol/l using the subject device, which the patient felt was high compared to how she was feeling and/or her usual results. The patient manages her diabetes using pills, diet and/or exercise, and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of hypoglycemia, shaking and out of focus approximately 1 hour after the alleged issue began, and stated receiving hcp treatment of IV glucose by the emergency services (ems) on (B)(6) 2015 at approximately 11pm. The patient stated that her blood glucose was measured using an ems meter with a reading of 1.9mmol/l at the time of the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, but noted that the test strips being used were passed their expiry date. The csr educated the patient on the correct method of storage. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.